Event description:
After the screw was inserted and x-ray was taken, it was discovered the screw was posterior to the nail. This issue caused a 30 minute extension to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.